Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported positioning failure of inability to grasp. The reported patient effect of tissue injury appears to be due to multiple grasping attempts. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported a mitraclip procedure was performed to treat functional mitral regurgitation (mr) on (B)(6) 2024. The procedure was successful and mr was reduced to grade 1-2. At a follow up appointment, it was found that the clip had perforated the posterior leaflet and mr has increased to grade 4 and a return of dyspnea symptoms occurred. On (B)(6) 2025 a second procedure was performed. One clip was placed without issue. A second clip was attempted to be placed however it was unable to successfully grasp the leaflets therefore it was removed. It was noted that the clip had caused damage to the edge of the leaflets. Despite this, mr was reduced to grade 2-3 at the conclusion of the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.